Event description:
Hemodynamics failed on the sensis system leaving us with no pressure wave forms. Tried to turn off recorder to rebalance, but was unable to turn off recorder. Had to reboot the computer with help from siemens rep.